Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and its associated effects.

Event description:
Dexcom was made aware on 09/01/2016, that on (B)(6) 2016, the patient experienced continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter and a hypoglycemic event. The sensor was inserted on (B)(6) 2016. Patient reported that his receiver showed 38mg/dl and he felt confused and sweaty. His coworkers called an ambulance and he was admitted to the hospital. The patient was not given medication but had blood drawn, a urology test performed, an electrocardiogram performed and had fingerstick measurements taken. Patient's fingerstick measurements read 120mg/dl and 197mg/dl and were taken after he was given a sandwich and some juice. He was released shortly after the 197mg/dl reading. At the time of contact, the patient was in good condition. No additional event or patient information was provided. No product or data was returned for evaluation. The reported event of cgm inaccuracies could not be confirmed. A root cause could not be determined. Calibration was not performed after experiencing inaccuracies. Labeling indicates: if the cgm values are outside the 20/20 range, calibrate again.